Manufacturer narrative:
(B)(4). It was reported that during initial installation of the device on (B)(6) 2013, the blade on the handpiece did not rotate. This did not occur during a procedure and there was no patient involvement. There were no adverse patient consequences. Corrected conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. While installing the handpiece into the device, it was found that the handpiece blade did not rotate. There was no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/21/2014. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.